Manufacturer narrative:
The insulin pump received with no button response at up arrow and down arrow button due to unlocked j2 connector on lcd board. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and the buttons were unresponsive. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump. No keypad anomaly troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.